Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the cartridge compartment was damaged near the threads. The returned cartridge cap was still able to attach to the pump and was used to complete 24hr testing with no errors, alarms or warnings during testing. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose over 600 mg/dl with nausea associated with a cracked cartridge compartment. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the cartridge compartment was cracked and the cartridge cap would not secure due to the crack. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a damaged cartridge compartment.